Event description:
It was reported that during the implant, the lead kept falling out of the header. The setscrew would not tighten down. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that the set screw socket was rounded.